Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 19-feb-2026, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive results on a 46 year old male patient with chest pain & subacute cough. There was no additional patient information. Return product is available for investigation. Method date collected result sample positive/negative I-stat (B)(6) 2026 14:47 976 a positive roche (B)(6) 2026 14:47 11 a negative I-stat (B)(6) 2026 16:44 635 b positive roche (B)(6) 2026 16:44 7 b negative I-stat (B)(6) 2026 17:37 590 c positive roche (B)(6) 2026 17:37 9 c negative. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway. 99th percentile 90% ci sex n (ng/l, pg/ml) (ng/l, pg/ml) female 490 13 (10, 17) male 404 28 (19, 58) overall 895 21 (14, 30).

Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 12-mar-2026. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. A deficiency has been identified for hs-tni cartridge lot a25210b. While retained cartridge testing met the acceptance criteria for the detected error (dt) and undetected error (udt) rates outlined in appendix 1 of q04.01.003 rev. Ap (product complaint level 2 and level 3 investigation procedure), the fg release specification for standard deviation (sd) per tp-0651 rev. Bi (cartridge finished goods test specification) was not met. Root cause will be investigated in quality record (qr) (B)(4).

Event description:
Na.